Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula crimped event on (B)(6) 2024 within 3 or more hours after insertion.the infusion set has been used for 8 hours. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 350-400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.